Manufacturer narrative:
The electrode lot number is faq02. The calibration and qc were acceptable. The field service representative performed several checks, replaced the sipper and vacuum nozzles, and replaced the syringe. The service actions appear to have resolved the issue. However, a specific cause of the event could not be determined, and a product problem was not found.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150 mmol/l. The sample was repeated on another module, and the result was 138.4 mmol/l (reported as 139 mmol/l). The repeated result was believed to be correct. The sample was repeated because the physician requested the sample be repeated.